Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Original implant date unknown, sometime in (B)(6) 2012. A manufacturing investigation was conducted. The report indicates that: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented for surgery on (B)(6) 2014 to have trochanteric fixation nail (tfn) removed and total hip arthroplasty. The patient had a tfn inserted in approximately (B)(6) 2012. The surgeon stated at the time of a two week follow up the patient¿s right femoral head and neck fracture had collapsed. It was determined at the time, the antirotational device had not actually been fully inserted at the time of surgery. This had allowed the collapse but he elected not to do anything. The patient healed the fracture and the surgeon is now doing a total hip due to chronic pain. The tfn was removed without complication and all implants were intact; the surgery was successfully completed. This report is 2 of 3 for (B)(4).